Manufacturer narrative:
Additional information was received and per the patient profile form (ppf), the patient reports perforation of the ivc, pain and anxiety. Per the medical records, the patient was admitted for perforated sigmoid colon, dehydration, peritonitis and hyperglycemia. History includes lupus treated with steroids, idiopathic thrombocytopenia purpura, hypertension, and brain aneurysm. Surgical repair was done, and dvt prophylaxis started; however, evidence of gi bleed was seen, doppler showed evidence of dvt, anticoagulants were stopped and a trapease filter was implanted on(B)(6)2010 . Ivc gram was done, there was no caval thrombosis, renal veins were located, and the filter inserted in an infra-renal position. There were no reported complications. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of lupus treated with steroids, idiopathic thrombocytopenia purpura, hyperlipidemia, hypertension and brain aneurysm. The patient had had a recent bout of clostridium difficile and was discharged home after having been treated with levaquin, vancomycin and flagyl. The patient¿s symptoms continue to worsen, and they presented to hospital with dehydration, peritonitis and hyperglycemia. A computerized tomography (CT) scan revealed findings consistent with an acute perforated diverticulitis with a pelvic abscess. The patient underwent placement of a pelvic drain with an initial improvement in symptoms before developing sepsis. The patient then underwent surgical sigmoid colectomy with ostomy and hartmann¿s pouch. Post-operatively, the patient was started on lovenox for deep vein thrombosis (dvt) prophylaxis; but developed symptoms of a gastrointestinal bleed with anemia. The lovenox was discontinued. The patient then developed evidence of dvt. The patient underwent placement of a trapease vena cava filter via the right common femoral vein and placed in an infrarenal position. An esophageal gastroduodenoscopy (egd) study revealed duodenal ulcer. The patient was treated with protonix and blood transfusions. The patient¿s condition improved, and they were discharged home seventeen days after admission to hospital. At some point after the filter implantation, the patient became aware that the filter had perforated the wall of the inferior vena cava (ivc). The patient further reported having experienced mental anguish, pain and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, physical and emotional damages from the filter perforating the wall of the ivc and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, physical and emotional damages from the filter perforating the wall of the ivc and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.